Manufacturer narrative:
Additional information: h3, h4, h6, h10. H4: the lot was manufactured between february 16, 2023 - february 17, 2023. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the provided photographic samples showed fluid contained inside the device bladder which suggested an underinfusion may have occurred. However, a functional flow rate testing must be performed on the actual device to verify the accuracy of the fluid flow; though, this is not possible due to the lack of a physical sample. Therefore, a device analysis could not be completed, and the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused medication to the patient. The total fill volume was 240ml; however, after 48 hours of infusion, about 150ml of fluid was left in the device. This occurred during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.